Manufacturer narrative:
Section b3- date of event was reported as an estimate as follow ¿note from 2019¿. Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited non-reproducible noise and polarity switch due to low pacing impedance. The clinician suspected that the noise was oversensed and insulation breach found on the ra lead. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.